Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications were reported and the patient was in good condition.